Event description:
Failure to osseointegrate.

Manufacturer narrative:
The material number has been updated, which is reflected in this follow up report.

Event description:
Failure to osseointegrate. (B)(6) 2025 15:16:44 cet (5020981) the material number has been updated, which is reflected in this follow up report.